Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.00mm x 16mm) could not be released from the capture coil. The pipeline was removed from the patient. No patient injury was reported as a result of the procedure.